Manufacturer narrative:
(B)(4). The fielder xt-a guide wire was returned for evaluation. Tip separation was confirmed on the returned guide wire at approximately 154mm distal to the junction of the shaft and spring coil. The spring coil was found wrenched off with the shaft core. Measurement of the returned guide wire indicated that approximately 6mm of the tip was missing. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that torsion generated with wire manipulation in attempts to cross the cto had most likely contributed to the observed fracture on the returned fielder xt-a guide wire. The applied stress would localize and therefore exceed the product design limit when the wire tip was being caught and restricted its movement by the lesion. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [warnings]: observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720°) in the same direction. [Malfunction and adverse effects]: separation of the guide wire.

Event description:
It was reported that an asahi fielder xt-a guide wire separated and remained in the patient during a percutaneous coronary intervention (pci) to treat a chronic total occlusion (cto) in the right coronary artery (rca). The guide wire was used with a support catheter in attempts to cross the cto when its tip broke off. Several other guide wires were used after the wire breakage; however, all of them failed to cross the cto. The physician determined to leave the wire fragment in situ and terminated the procedure. He commented that the wire was being trapped by calcium and therefore it became fractured. No guide wire was able to cross the lesion and thus the pci failed.